Event description:
It was reported that the patient had an increase in seizures. The treating physician attributed the increase in seizures to a depleted vns battery. The physician was stated to have interrogated and attempted some programming, but did not succeed as the device could not be re-enabled as expected. In the replacement surgery on (B)(6) 2016, the vns generator intended for explant was interrogated and found to be both pulse disabled and have high lead impedance. The new generator was attempted on the lead but still showed high impedance, so a new lead was implanted as well. The explanted products were discarded following surgery and could not be returned for evaluation. No additional pertinent information has been received to date.